Event description:
It was reported that this device was at eri. During system evaluation lead insulation issue suspected as device not sensing and pacing 100% at 5 v. Polarity changed to unipolar. The device and lead were later explanted and replaced. No patient complications have been reported as a result of this event.